Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, rupture, psychiatric disorder. Concomitant products: 375cc mentor memorygel breast implant, catalog: 3503751bc lot: 5711925, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085331) that a female, of unknown age at the time of event, who underwent breast prostheses implantation procedure with two 375cc mentor memorygel breast implants, suffered right side rupture caused by physical abuse. The patient stated that the rupture was a terrifying event and caused years of living in a tremendous amount of denial and debilitating fear. As a result, the patient underwent removal on (B)(6) 2018.